Event description:
It was reported that the customer was hospitalized for hyperglycemia. The blood glucose reading at time of the call was 161 mg/dl. Troubleshooting was performed. The programming in the insulin pump was correct. The fixed prime test was performed twice and the insulin did not exit. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.